Manufacturer narrative:
The reported events of unexpected shock and unknown issue were not confirmed by analysis. Final analysis found no physical or burn damage, as well as no electrical leakage during the testing process. No anomalies were detected.

Event description:
It was reported that the patient's transmitter exhibited a monitor anomaly in which a shock or spark was observed, upon which the monitor would cease to operate. Further information was requested but not received.